Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in excellent used condition. Visual inspection performed. Reported issue not verified in event history log (ehl). Tried to replicate the problem by turning the unit on and off, all good. Ran pump overnight and there were no alarms or error codes being experienced. The customer's problem could not be replicated. No fault found with the pump. Root cause could not be determined. Preventative maintenance (pm) and calibration performed. The solis pumps are to be sent back to the customer and the "wireless module intermittent connection issues" are to have their respective comm-modules sent to the us for investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a ¿wireless module intermittent connection with pump¿ error. Event occurred during upon opening by health professional at hospital. There was no patient involvement, and no patient harm/adverse event reported.